Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the pump was charging it declared multiple, intermittent temperature alarms. The pump was not within extreme temperatures. At the time of the report the customer's blood glucose level was 401 mg/dl, and was addressed by delivering a correction bolus via the pump. The customer reported that the pump would continue to be used for insulin therapy.